Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a heat rash under the therapy electrodes and front right ECG electrode. The patient's doctor recommended the use of a cortisone cream on the area. The final medical outcome of the irritation is unknown.